Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of bilateral inguinal hernia. It was reported that after implant, the patient experienced recurrence, mesh migration, nerve damage, adhesions and scar tissue. Post-operative patient treatment included removal of mesh and scar tissue.